Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced occlusion event on 14-nov-2025 as patient was using cold insulin instead of room temperature. The patient went to an emergency room on (B)(6) 2025 due to high blood glucose levels. The patient blood glucose levels were 400 mg/dl and were treated by intravenous fluids of saline and insulin. The patient stayed in an emergency department for 2-3 hours. The patient resolved issue by changing soft cannula infusion set only and resumed insulin. No further information available.